Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were charging their implant and the implant was at 80% and the controller was at 100%. Patient stated it took their 3 hours to charge from 80% to 100% and their implant never reached 100% finished even after 3 hours, but controller drained. Patient stated most of the time they are not getting 100% finished. Patient service specialist walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powers on. Patient inserted the battery pack and confirmed controller is 100 percent and implant is 80 percent. Patient then connected recharger and confirmed recharging excellent. Pt mentioned the recharger has been picky and often says poor recharge quality if it isn't directly over implant. Patient confirmed they have not had any falls or trauma around their implant site. The issue was not resolved. A replacement recharger (rtm) was sent out. Additional information was received from the patient (pt). Pt reports that it has taken them a long time to charge their implantable neurostimulator (ins) since the system was implanted. The pt states it can take them 6 hours to charge on occasion. The pt described that topping off the ins can take them an hour (when ins battery displays 100% but is still charging). Agent asked and pt states they usually see "excellent" for coupling. Agent advised the pt to keep a log of their charge sessions and bring that to next appointment with their managing doctor. Agent reviewed tips for faster charging (do not check the screen constantly, keep recharger over ins, consider not "topping off" the ins). The caller will keep a log and follow up with doctor. Additional information was received from the patient. It was reported that the longer they have had the implant, the slower it charges. Now, it never gets fully charged even after several hours. The replacement recharger has not solved this issue. It also seems to intermittently turn off the vibration now and the ins needs to be turned back on, manually.